Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician identified corrosion at the distal end, and the image was frozen and recorded on its own. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the image was frozen and recorded on its own due to damage to switch 5. The most probable cause was traced to a component failure. The most probable cause of corrosion at the distal end was also traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.